Event description:
Reporter indicated her vns handheld computer will not hold a charge, even after being charged for several days. The physician was unable to operate the handheld while plugged in to the outlet due to emi. Good faith attempts to obtain the product have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.